Event description:
Chart notes regarding this vns patient indicated that the patient had a worsening of seizures in (B)(6) 2011. It worsened (B)(6) and the patient experienced dizziness and memory loss.

Event description:
Additional information was received indicating that the event was not related to vns. No interventions were taken, and the event resolve. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the worsening seizures.